Event description:
It was reported that device diagnostic testing resulted in high impedance (9,374 ohms). There were no patient manipulation or trauma that occurred that could have caused or contributed to the high impedance. It was reported that the patient was referred for surgery. The patient underwent generator and lead replacement on (B)(6) 2013. It was reported that the lead was discarded during the surgery; however, the disposition of the generator is unknown. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.